Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer was attempting to change the infusion set and when he rewound the pump, the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm was recurring during normal pump use. Insulin pump will need to be replaced. Customer may continue to wear the pump until the replacement arrives. Customer declined the loaner pump because the pump seems to be working fine. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.